Event description:
A report was received that the patient was experiencing discomfort around the ipg site. The patient underwent an explant procedure.

Event description:
A report was received that the patient was experiencing discomfort around the ipg site. The patient underwent an explant procedure.

Manufacturer narrative:
Additional information was received that the patient's entire system was explanted. No device malfunction was suspected.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2138-50, serial #: (B)(4), description: scs 50cm iii lead; model #: sc-3138-35 serial #: (B)(4), description: scs phiii ext 35cm. The explanted devices were not returned to bsn as they were discarded by the medical facility.